Event description:
A technician reported a pt with an unexpected postoperative refraction following intraocular lens (iol) implant surgery. In a f/u, the surgeon reported the event continues.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Add'l info was requested on 08/28/2009 and 09/11/2009 by phone, fax, and mail. A completed questionnaire was received on 09/15/2009.